Event description:
During an in clinic follow-up, increased capture threshold resulting in loss of capture was observed on the left ventricular (lv) lead. A lead dislodgement was suspected but was not confirmed. The device was reprogrammed as an interim solution. The lv lead will be reevaluated at a future follow-up. The patient was stable and will continue to be monitored.